Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on the fourth firing, before the firing knob broke: did the device staple? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No information. Please clarify what is meant by, it was found that staples was not fell into the patient. This is not clear. Staples of the distal end were not deployed on the patient¿s tissue and there was no fallen staple around the site after firing though the firing knob was moved to the distal end with a forceps. How was the procedure completed? Another device was used and the site was fired again. Will the firing knob be returned with the device? No information.

Manufacturer narrative:
(B)(4). Firing knob, damaged slip block assembly. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a semi-open descending colectomy, the firing knob was broken off on the way of the fourth firing of functional end to end anastomosis. Then, the broken knob was pushed to the distal end and returned it to home position with a forceps for laparotomy. No pieces fell into the patient. After that, it was found that staples of the distal end were not deployed though staples of the proximal end were deployed properly. And it was found that staples was not fell into the patient. The staple height was blue for the first to the third firings and gold for the fourth firing. Another device was used to complete the case. There were no adverse consequences to the patient.